Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 500 mg/dl at the time of incident and treated with an injection. Customer indicated that the issue was resolved by a complete set change. Customer indicated that this was a past event and does not have the device to return. Customer declined further troubleshooting and was advised to call back if a no delivery alarm were to occur.